Manufacturer narrative:
The reported events of seroma, infection, necrosis, wound dehiscence, and foreign body reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reasons for reoperation are: ¿seroma - dti: 10 (3.9%); te: 46 (11%)¿, ¿infection - dti: 19 (7.4%); te: 43 (11%)¿, ¿incisional dehiscence - dti: 11 (4.3%); te: 23 (5.7%)¿, ¿exposure of implant or te - dti: 1 (0.4%); te: 10 (2.5%)¿, ¿necrosis - dti: 13 (5.1%); te: 30 (7.4%)¿, and ¿there was an abrupt switch from textured to smooth-surfaced tes as well as exclusive use of smooth round implants¿. Article citation: chiang, sarah n et al. ¿direct-to-implant vs tissue expander placement in immediate breast reconstruction: a prospective cohort study.¿ aesthetic surgery journal, sjae054. 7 mar. 2024, doi:10.1093/asj/sjae054.

Event description:
Through journal article, "direct-to-implant vs tissue expander placement in immediate breast reconstruction: a prospective cohort study", the following events were reported. After mastectomy, a total of 134 patients underwent dti (direct-to-implant) reconstruction and 222 patients received tes (tissue expanders). The following events were reported: ¿seroma - dti: 10 (3.9%); te: 46 (11%)¿, ¿infection - dti: 19 (7.4%); te: 43 (11%)¿, ¿incisional dehiscence - dti: 11 (4.3%); te: 23 (5.7%)¿, ¿exposure of implant or te - dti: 1 (0.4%); te: 10 (2.5%)¿, ¿necrosis - dti: 13 (5.1%); te: 30 (7.4%)¿, and ¿there was an abrupt switch from textured to smooth-surfaced tes as well as exclusive use of smooth round implants¿. The devices involved are unknown gel breast implants. The devices were explanted.